Manufacturer narrative:
Mentor received additional information regarding the patient's symptoms. The patient experienced bilateral grade iii capsular contracture. The relevant filed has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient's symptoms and the replacement devices. The patient experienced bilateral ptosis (grade iii) and suffered several unexplained systemic symptoms, including headaches, night sweats, fatigue, anxiety, joint pain, and paresthesia. For the planned removal and replacement surgery, the patient is requesting to have non-mentor products as replacement devices. On (B)(6) 2020, patient code granuloma was removed to more accurately reflect the patient¿s reported symptoms. On (B)(6) 2020, the suspected medical device was returned for evaluation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, granuloma. Concomitant products: 300cc mentor memorygel breast implant (catalog #: 3503001bc, serial #:(B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 300cc mentor memorygel breast implant prosthesis and experienced postoperative right-sided rupture and granuloma. A healthcare professional stated that the patient noticed a lump in her right breast and the doctor could feel the implant ruptured through examination. The rupture was visualized via ultrasound on (B)(6) 2020. Per the ultrasound report, free silicone appeared to have migrated outside of the breast capsule. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.

Manufacturer narrative:
On 27-mar-2020, the product investigation was updated. Investigation summary : during visual inspection of the device, no apparent damage was observed. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Trends for all complaints of systemic disease and/or responses will continue to be monitored by mentor quality assurance. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-apr-2020, mentor received additional information regarding the patient's symptoms. After additional clinical review of the complaint, patient code wound infection was added for vibrio cholerae. On 22-apr-2020, the product investigation was updated. Investigation summary : infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-mar-2020, the investigation on the suspected medical device was completed. It was found that d10 fields were mistakenly omitted in on the previous reports. The suspected device was returned on 6-mar-2020. The relevant fields have been updated. Investigation summary: during visual inspection of the device, no apparent damage was observed. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).